Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the buttons on the pump do not work. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.